Event description:
It was reported to sales rep that a patient came to the hospital claiming pain and asking for investigation. The stem was implanted in (B)(6) 2013 and the x-ray shows that the item is broken. The revision surgery will be performed in few days.

Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.

Manufacturer narrative:
The patient is (B)(6) in height. An event regarding fracture involving an omnifit cemented long stem was reported. The event was confirmed. Method and results: device evaluation and results: visual inspection confirmed the reported event. A material analysis confirmed that no manufacturing or material defects were observed. Medical records received and evaluation: a review of the provided x-rays and patient details by a clinical consultant indicated: "in this obese, moderately active patient, cyclic loading at the junction of the loose proximal and fixed distal segments of the cemented stem resulted in the inevitable fatigue fracture of the stem. The material analysis report did not observe any evidence of material or manufacturing defects as contributory to this clinical situation." Device history review: a device history review confirmed all devices accepted into finished goods conformed to specification. Complaint history review: a complaint history review confirmed no other similar events for the reported lot. Conclusions: the investigation concluded that the fracture of the femoral stem was caused by cyclic loading at the junction of the loose proximal and fixed distal segments of the cemented stem resulting in the inevitable fatigue fracture of the stem. A material analysis concluded that no material or manufacturing defects were observed.

Event description:
It was reported to sales rep that a patient came to the hospital claiming pain and asking for investigation. The stem was implanted in (B)(6) 2013 and the x-ray shows that the item is broken. The revision surgery will be performed in few days.